Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon folds were relaxed, which can occur after balloon protector cap removal. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole in the mid balloon body. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19oct2015. It was reported that shaft kink and crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon catheter had difficulty in crossing the lesion. While pushing the balloon catheter with a little force, the shaft was noted to be kinked. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a balloon pinhole.